Event description:
It was reported that upon interrogation of the implantable pulse generator (ipg) the ventricular lead impedance is out of range and the lead does not capture at maximum output. The ipg was explanted and during the procedure, the ventricular lead was tested with cables through the analyzer and the values were within normal range. The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).